Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the patient joined a workout club and when they lay down on the benches and do exercises with light weights it buzzes a lot. Mostly when the patient lays flat on their back it buzzed. Patient did not know if they should decrease the intensity when working out or not. Patient said they did not have the intensity that high, one of the groups was at 4. 1 and the other group was at 2. 7. Patient service reviewed with patient that it is not uncommon for patients to manually adjust their stimulation settings throughout the day. Pt noted that when they lay flat they buzz and if they push to the left it would stop, it had always been that way. The patient was redirected to their healthcare provider to further address the issue if needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indciated that when they lay flat, it buzzes for about a minute and stops. They stated that when they move to the left side it slowly stops. They stated that they re-set 1-4 but it doesn't change and they ate not comfortable. They stated that it just buzzes for a minute or 2. They stated its similar to a tens unit with buzzing. They stated that their back stays sore on the left side all of the time. The patient stated that they haven't been back to hcp since (B)(6) 2024. Their next appointment is (B)(6) 2024 .